Event description:
Received 5 injections one week apart. After 5th injection, there was left knee swelling and pain. Pt has had knee drained x5 and cortisone injections. Two or three days after injection knee will start filling again. Last two drainages of left knee removed 50cc and 20cc and knee is improving. Contacted MFR who said problem was due to improper injection or bad needle. Physician did not concur.